Event description:
Pt with history of CABG x 4 in past, admitted with chest pain, underwent cardiac cath in 2008 and right femoral approach was used. Post procedure angio-seal closure device was used. The following day, the patient was ambulated and had syncopal episode, found to have hematoma at groin cath site. Direct pressure held, md eval, felt to have tamponaded off. Blood pressure dropped within 30 minutes, stat CT, to or-found closure device had failed- was off, hole in artery with active bleeding, repaired, estimated 2000cc blood in thigh. Pt arrested in or, resuscitated, made limited code the following day at family request, pt died.